Manufacturer narrative:
This is a final report. During the course of troubleshooting with adc customer service, it was discovered that the customer was using incompatible test strips. There is no indication of a product malfunction. No further investigation is required.

Event description:
Customer reported their freestyle lite meter did not turn on with test strip insertion. Customer also reported experiencing symptoms of convulsions and passed out and drinking juice with sugar to counteract the symptoms. There was no report of third party medical intervention, death or permanent impairment associated with this case.